Manufacturer narrative:
H10: the reprocessing status was unable to be confirmed/obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual of cf-xz1200l/I chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual of cf-xz1200l/I chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated and customer allegations were confirmed. The evaluation found due to damage on charged coupled device unit, a noisy image occurred during angulation in up/down directions and scope error e218 occurred. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: due to wear of angle wire, the bending angle in up direction did not meet the standard value and the play of up/down angulation control knob was out of the standard value; the adhesive on bending section cover had a crack and a chip; adhesives around objective lens and around light guide lens had white-clouded area and the plastic distal end cover had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Establishment name: (B)(6) general hospital (edited in respective field due to character limitation)

Event description:
The customer reported to olympus that the horizontal lines appeared on the image and an unspecified error occurred while using colonovideoscope. There was no report of patient harm associated with the event. The device was returned and evaluated. During the device evaluation found the nozzle had foreign objects as a reportable malfunction. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.